Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead sustained damage during device change out. As a result, the lead exhibited low amplitude. This lead was surgically explanted. No additional adverse patient effects were reported.